Event description:
The hcp reported the patient experienced "persistant and continuous post-op seroma." A culture was done in 2004 and reported as positive for mrsa. The site was not reported. The pump and catheter were explanted in 2 days later. The patient had another pump placed in 2005.